Event description:
Possible farfield p wave over-sensing & it was noted that the biotronik rv lead was capped and abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147506.